Event description:
The customer questioned a result of 47.7 uiu/ml for the architect tsh assay generated from one patient sample. The patient sample was retested and a result of 69.6 uiu/ml was generated. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. A labeling review was performed as part of this evaluation. As per the architect tsh package insert, insufficient processing of the sample or disruption of the sample during transportation may cause depressed results. Failure to follow package insert instructions may result in depressed specimen results. The review identified that there are sufficient instructions in the product labeling to assist the customer in troubleshooting this issue. A review of all complaints associated with the architect tsh assay (ln 7k62) and lot 29912ui00 was performed. The review did not identify any non-statistical trends or atypical complaint activity for the assay. A review of all non-conformance reports and deviations associated with the likely cause lot 29912ui00 demonstrated that there have been no known quality issues in relation to this product since this product was manufactured. A review of historical testing documentation was performed and demonstrated that the architect tsh reagent lot 29912ui00 passed all the required specifications. Based on the evaluation results, there was not enough information to reasonably suggest a malfunction had occurred and no product deficiency was identified.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.